Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultralink meter was giving the error 2 error message upon test strip insertion. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012 at 1:00 pm, the patient obtained the error message error 2 on the reported meter when the test strip was inserted; she was unable to obtain a blood glucose reading. The patient took no actions due to this meter issue. At 11:00 pm the patient experienced the symptoms of shaking, sweating and disorientation. The patient did not seek any medical attention or treatment. The patient manages her diabetes with an insulin pump. Troubleshooting revealed the patient's test strips were correct, and the error message did not occur with pressing the power button. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter error message issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k073231.